Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via electronic mail that customer was hospitalized due to diabetic ketoacidosis in 2016 with no specified date range. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.